Manufacturer narrative:
Product complaint # (B)(4) investigation summary it was reported that on oct. 22, 2025, the patient underwent an artificial bone replacement surgery for femoral neck fracture on hip joint with the product in question. In the surgery, when inserting the product into the foot pump, it broke at the base even though it was inserted with little force. The surgery was completed successfully within 30 minutes surgical delay. No further information is available. The product was not returned to depuy synthes; however, photos were provided for review. (B)(4), (B)(6). The photo investigation revealed that the delivery device has broken the tip. The observed condition of the device could be consistent with exposure to unintended forces, such as heavy usage, excessive force in a prying motion while inserting and improper care/handling, which may increase the risk of failure. However, due to the low frequency of this occurrences and not suspecting any design issue, a definitive root cause cannot be established. A manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the unk cement delivery device would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a manufacturing records evaluation (mre) was not performed as no lot number was provided for this device. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
It was reported that on (B)(6) 2025, the patient underwent an artificial bone replacement surgery for femoral neck fracture on hip joint with the product in question. In the surgery. When inserting the product into the foot pump, it broke at the base even though it was inserted with little force. There was a backup, so a new vacumix 80 was opened to dealt with the event. The surgery was completed successfully within 30 minutes surgical delay. No further information is available.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.